Event description:
During a coronary stent procedure, the physician was attempting to direct stent the ostium of the rca which was calcified. He advanced the delivery/stent device into the rca until he felt resistance, and then attempted to retract the delivery/stent device back into the guide catheter and was unable to get the proximal end into the guide catheter. The entire system was removed and it was noted that proximal end of the stent was flared. Pt status is listed as "okay."